Event description:
The rptr is calling in reference to her electric wheelchair. Since 1989 (when the device was purchased), the rptr has been experiencing intermittant electrical failure of the wheelchair. The failures seem to be related to the presence of emergency vehicles using their radio transmitters/cellular phones in the vicinity of the wheelchair. The rptr states the wheelchair will be operating as intended until an emergency vehicle passes, at which time the wheelchair stops "dead". After the vehicle passes, the wheelchair restarts. The rptr stated she has had no other problems with this device. The wheelchair has not been evaluated for the current problem. Although the rptr feels these incidents are generally no more than an inconvenience, she feels it could pose a threat to her well being if she would be crossing a street when a failure occurs. The rptr chose to report at this time after reading an article related to her experiences.